Manufacturer narrative:
Patient information was requested, but no response received.

Event description:
The customer reported the ventilator alarmed and displayed blower not running. The customer reported the device was in use, but there was no patient harm reported

Manufacturer narrative:
Follow-up. Per biomedical engineer he replaced the blower assembly for this unit. The unit was tested and passed all test. The biomedical engineer also reported that the unit was not in use on a patient at the time of the failure happened. The unit is now back in service.